Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
Investigation: optical inspection first step of our investigation is the optical inspection. We can see obvious deformations of the membrane of the housing. The measurement of the parallelism could confirm the deformation as well. The measured values were outside the acceptable tolerance. Adjustment test adjustment tests are not carried out because the deformation of the membrane did not allow movement of the rotor inside the valve. If no movement of the rotor can be made then an adjustment is impossible. Result first, we performed a visual inspection on the progav suntsystem. We have detected a strange deformation of the membrane of the housing. Permeability test are not applicable in this case. Adjustments have been not possible. Brake function tests are not applied because of the stuck rotor. Based on our investigation results we confirm that the valve was not adjustable. The reason is a strange deformation of the membrane of the housing. It stuck the rotor and so no movement is possible anymore. Please read carefully the IFU to avoid too much powerful use of the adjustment 07252018 tool, which maybe the reason of the deformation. There is no failure detectable with this valve at the time of distribution. Further actions no further actions are required from our point of view.